Manufacturer narrative:
Not available as product was manufactured on or before september 23, 2014

Event description:
Related manufacturer reference number: 2017865-2021-30569. It was reported that the patient presented for a scheduled device change due to eri. Prior to the procedure the device was interrogated, and it was noted that the right atrial lead and right ventricular lead exhibited high thresholds. The leads were capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.